Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that on (B)(6) 2017, the patient initiated a 911/emergency protocol and was hospitalized for an elevated blood glucose (bg) of 502 mg/dl with vomiting associated with an alleged prime issue. Reportedly, the patient remained hospitalized and was treated by a healthcare provider and received intravenous (IV) fluids as treatment. It could not be determined whether or not the patient continued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the patient was not priming the pump per instructions for use (IFU) which likely led to the perceived prime issue. The reporter did not know the type of infusion set that was being used with the pump. The reporter was advised if they were using an animas product they were not using those infusion set per IFU and advised to them to prime the tubing until they see 4 to 5 drops come out of the end of the tubing. It was also reported that the patient was under a lot of family stress as well. It was determined that the pump was working properly. This complaint is being reported because there was a bg excursion requiring medical intervention associated with training/misuse of the pump.